Event description:
It was reported that during a da vinci thymectomy procedure, the customer noted that the prograsp forceps instrument was found difficult to move the tip of the instrument. The surgery was completed using another instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed at the distal clevis hub. The yaw motion was non-intuituve as a result. The hub did not exhibit any wear. An additional observation not reported by site was that the instrument's pitch cables was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.